Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported during the in-office check, the magnet response would not occur prior to interrogation. The system remains in use. No patient complications were reported as a result of this event.